Event description:
End user reported the end user was moving the unit out of the way while standing in front of the unit. The end user said that end user accidently pushed the joystick forward and the unit ran into the pt's leg. End user sustained a broken left leg.